Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase in pacing impedance from 1600 ohms to 1900 ohms. It was noted that the lead has been implanted for approximately 12 years. The recommendation from the field representative was to hospitalize the patient and perform an x-ray as an x-ray was not possible to obtain at the following clinic. Additional information was received that the patient underwent a revision procedure approximately two weeks later. The x-ray showed that the helix was not extended. It was noted that only a small portion of the helix was protruding from the lead tip. It was further noted that at implant the impedance measurement had been 1200 ohms. The lead was laser extracted and successfully replaced. The lead was discarded post procedure, so it is not expected to be returned for analysis.